Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. Suspect component has been received and an evaluation is anticipated, but has not yet begun. Once the evaluation is completed, a follow up report will be submitted with the results of the investigation. (B)(4).

Event description:
The customer reported that their avea ventilator was intermittently giving low fraction of inspired oxygen (fio2) alarms during use on a patient. The customer reported that there was no patient harm or injury.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting as there were no alarms during the testing of the suspect device. But during testing, it was found the device failed a high ve blending accuracy test due to the o2 blender. The fio2 delivered outside of the parameters. The root cause of this issue is due to the blender mechanism, it can no longer deliver an accurate percentage of fio2.